Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer was attempting to fill their reservoir when their settings were erased after an alarm occurred. The customer's blood glucose was 126 mg/dl. The customer was unable to check their alarm history during troubleshooting. The customer also stated their temp basal was not programmed before the alarm occurred. Customer was advised their insulin pump had experienced an unexpected restart. Customer also reported a no delivery alarm during troubleshooting. No additional information provided.

Manufacturer narrative:
The insulin pump passed all functional testing and self test. The insulin pump was received with cracked reservoir tue lip, cracked battery tube threads, minor scratched liquid crystal display window and scratched reservoir tube window.